Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed successfully resumed insulin therapy prior to calling. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.